Manufacturer narrative:
Model number/catalog number: sc-2316-50; serial number: (B)(4); batch/lot number: 17517273; model/catalog description: infinion 16 lead kit 50 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate pain relief due to lead migration and high impedances. The patient underwent a lead replacement procedure.